Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2018 at 4 am with blood glucose of 545 mg/dl. The customer's another blood glucose was 287 mg/dl. The customer reported that they had vomiting and was sick with the flu and bronchitis. The customer was treated by insulin drip, manual injection and they took the insulin pump off. Troubleshooting was declined for high blood glucose. Offered further troubleshooting for blood glucose and no delivery, customer declined stated that she no longer has the reservoir and set for the insulin pump and the insulin pump does not have a reservoir in it. The product will not be returned for analysis.